Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed an unknown error message was confirmed during the functional testing and the archive data review. Based on the archive review, the autopulse platform stopped after displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message on the reported event date. The root cause for the ua45 error message was due to the driveshaft not being at home position, which is likely attributed to unintended user error. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon visual inspection, no physical damage was observed. During initial functional testing, the autopulse platform displayed ua45 error message upon powering on. The drive shaft was rotated to home position to clear the ua45 error message. During archive review, multiple ua 45 and ua 12 (lifeband not detected) was observed on the reported event date. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Upon further testing, unrelated to the reported complaint, the platform fail load cell characterization test due defective load cell 2. The root cause for the defective load cell is due to a defective component or mishandling such as a drop. In addition, noticed defective fan assembly due to a defective component. After replacing the fan assembly and load cell 2, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The autopulse platform (sn (B)(4) displayed an unknown error code and will not compress. Patient use information was requested but no additional information was provided, therefore patient use is unknown.